Event description:
It was reported that a device check was requested due to atrial fibrillation (af) burden, as the patient is extremely symptomatic to any form of ventricular pacing and the has been aai pacing for some time. Previous checks have mentioned the likelihood of possible undersensing of af. The local area field representative suspects undersensing of underlying fine af resulting in atrial threshold unable to be determined and no capture due to the atrial arrhythmia. Technical services (ts) was consulted for further review. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check was requested due to atrial fibrillation (af) burden, as the patient is extremely symptomatic to any form of ventricular pacing and the has been aai pacing for some time. Previous checks have mentioned the likelihood of possible undersensing of af. The local area field representative suspects undersensing of underlying fine af resulting in atrial threshold unable to be determined and no capture due to the atrial arrhythmia. Technical services (ts) was consulted and provided troubleshooting and potential reprogramming recommendations. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.